Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7075073; product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 17345620.

Event description:
It was reported that the patient was unable to feel any stimulation despite reprogramming done due to having multiple high impedances. The patient underwent a revision procedure wherein the old spinal cord stimulator (scs) system was replaced with a MRI compatible devices. The patient was doing well postoperatively. The explanted devices were not returned.